Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a calcified coronary artery. A 2.50 x 28 synergy drug-eluting stent was advanced for treatment. However, the stent dislodged during procedure. No known patient complications were reported.